Event description:
It was reported that the customer was in the emergency room due to high blood glucose over 500mg/dl, and her blood glucose was treated with manual injections. The husband stated that the customer has kidney problems and had received a blood transfusion. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the spouse to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.